Event description:
While reviewing complaint file pi1-atdycq which was reported under 3008203003-2012-00049, it was noticed that the event mentioned that the physician experienced a second case related to loss of signals. Multiple attempts were made to obtain the information for the second event without success. On (B)(6) 2013, bwi received the requested information. The additional information received confirmed the existence of a second case related to the loss of signals. However, the information received stated that the body surface (bs) ECG¿s and intracardiac (ic) signals were lost on both the carto 3 system and pruka recording system, but it was unclear if all signals were lost at the same time. Bwi attempted to obtain the missing information. On (B)(6) 2013, bwi obtained the additional information stating that there was no loss of signals but rather a severe noise on all channels making this event reportable. The information received also mentioned that as the case progressed, removing the carto 3 ECG from the patient interface unit (piu) did not help at all. During ablation, the carto 3 system did not get any ECG, just flat lines. Also, map egm was not visible on the carto 3 system or pruka recording system. The procedure was completed as bypassed the carto 3 system ECG & used the pruka /ge ECG system.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that there was severe noise on all channels on both the carto 3 system and the prucka recording system. As the case progressed, removing the carto 3 ECG from the patient interface unit (piu) did not help at all. During ablation, the carto 3 system did not get any ECG, just flat lines. Also, map egm was not visible on the carto 3 system or pruka recording system. The procedure was completed as bypassed the carto 3 system ECG & used the pruka /ge ECG system. The carto 3 system was replaced. The system was sent to the haifa technology center (htc) for investigation. The patient interface unit (piu) failed. The diode d1000(tvs) failed on the bp card which caused the reported problem. In addition, the ablation relay and ECG cards were found to have old revisions which would also cause the noise issue. The system was sent to the subcontractor for repair and to be upgraded. A device history record (DHR) review was performed. No anomalies were noted in the manufacturing or service.